Event description:
It was reported that patient had right hip revision due to dislocation. Surgeon replaced head and liner to mdm. During procedure, cone body separator broke. There was no delay in surgery.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.